Manufacturer narrative:
(B) (4): the device evaluation identified a cracked/broken adapter bracket. (B) (4), abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The device evaluation identified a reportable malfunction, cracked or broken adapter bracket, unrelated to the original complaint, which was not a reportable event.